Event description:
Customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance and successfully reset pump following information provided by technical support, then started their sensor session.